Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was clotting with bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: customer is drawing blood from mice by cardiac puncture. He is new to using the microtainer tubes and is looking for information to prevent clotting. He does not want to file a complaint but informed him that we need to as per our policy. Informed him that he needs to keep the blood volume between the line on the tube as if he overfills there is only enough edta for the 500ul. Discussed proper mixing of tubes to prevent clotting and emailed order of draw cards which shows number of inversions.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was clotting with bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: customer is drawing blood from mice by cardiac puncture. He is new to using the microtainer tubes and is looking for information to prevent clotting. He does not want to file a complaint but informed him that we need to as per our policy. Informed him that he needs to keep the blood volume between the line on the tube as if he overfills there is only enough edta for the 500 ul. Discussed proper mixing of tubes to prevent clotting and emailed order of draw cards which shows number of inversions.